Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation however, the lot number was not provided thus a device history record cannot be reviewed.

Event description:
It was reported that while using this volumeview, when the patient was turned over, the thermistor manifold, the luer connector broke. There was no allegation of patient injury. Patient demographics are not available.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Invasive procedures involve some patient risks. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.